Manufacturer narrative:
The investigation was completed on 30-jun-2023. Additional information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number lot 30991743l and no internal action to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
(B)(6). Additional information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Investigation is in progress, once completed a supplemental will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and smartablate¿ system rf generator (jpn). The patient experienced a cardiac tamponade, cerebrovascular accident, bacteria infection and esophageal fistula and ultimately passed away. Situation was a left atrium esophageal fistula. The procedure date was (B)(6) 2023. The information was collected from the physician on (B)(6) 2023. No product failure. Pvi + box ablation was performed at (B)(6) hospital on (B)(6) 2023. At that time, the procedure was completed with no problem and the patient was discharged as usual. The other day, the patient's condition suddenly changed and the patient was transported to nagai hospital by ambulance. Bacteremia and cerebral infarction were confirmed, and the examination confirmed esophageal fistula. The patient died. Physician¿s assessment of the health hazard was serious. Method of cf monitoring: dashboard; vector; visitag. Coloring settings for visitag was tag index. Visitag additional filters was fot. Causal relationship with product was unknown. The physician's opinions on the relationship between the event and the product was that as far back as they can remember, there was no defect when the product was used. The patient's breathing was intense and difficult to manage during the procedure, which might have caused the tamponade. There were no abnormalities observed prior to and during use of the product. Additional information was received. The adverse event was discovered post use of biosense webster products. Physician¿s opinion on the cause of this adverse event was the procedure and patient condition. The physician commented that at the time of the case, the patient's breathing was so intense that it was difficult to manage, which may have caused tamponade. In a memory going back, there was no problem with biosense webster, inc. Products used in the procedure. Outcome of the adverse event was death. Patient did not require extended hospitalization because of the adverse event. The ablation procedure was completed with no problem and the patient was discharged as usual at that time. Bacteremia and cerebral infarction were confirmed, and the examination confirmed esophageal fistula. No other relevant history. Servicing was not needed. Dashboard, vector, visitag were used. Additional filter used with the visitag was fot. Prior to noting the cardiac tamponade, ablation was performed. No error messages observed. No failure observed on the product during the procedure. Pvi + box ablation was performed. After the device was removed from the body. The procedure was completed with no problem and the patient was discharged as usual. The other day, the patient's condition suddenly changed. Date of death was (B)(6) 2023. In the physician¿s opinion, the cause of death was massive bleeding and poor general condition due to left atrial esophageal fistula. The patient was emergency brought to the hospital for massive hematemesis with bacteremia. Gastroscopy revealed no gastric hemorrhage. Then, a cerebral infarction occurred. Then died due to repeated massive hemorrhage and poor general condition. Visitag module was used, parameters for stability used was 2mm, 3sec, 25%3g, size 2mm. Transseptal puncture was performed with a rf trans septal needle (nrgehf71c0). No evidence of steam pop. The event occurred post procedure. Irrigated catheter was used in the event, the flow setting was pre: 0sec, post: 2sec.